Event description:
It was reported that the insulin pump stopped functioning when the customer was pushed in the pool. It was stated that the customer was swimming in the pool for hours before noticing that he was still wearing the device. The customer then was hospitalized for high blood glucose since he did not have other way to get insulin in his body. The customer had nauseas, vomiting, and he was shivering. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Also, moisture damage on the motor, battery tube, and vibrator assembly was observed. Further testing was not performed due to the blank display.